Event description:
During a transfemoral procedure, the 23mm sapien xt valve was placed too aortic resulting in moderate paravalvular leak (pvl) and mild central aortic regurgitation. The valve was positioned 60:40 aortic/ventricular but landed 80:20 a/v. An additional 1cc was added for post dilation but there was no change. A second valve was placed successfully (50:50 a/v) in the native annulus with 18cc of volume. The central regurgitation resolved; however, the pvl was still present. Post dilation was done with an additional 1cc; upon full inflation the balloon ruptured. The pvl improved from moderate to mild/moderate and the procedure was completed. It was thought that after deployment of the first valve a large chunk of calcium in the non coronary cusp may have caused the aortic movement. It was believed that the calcium caused the balloon rupture. There was no harm done to the aortic root. The native annulus measured 20.6mm x 24.9mm by CT. The native aortic annulus was severely calcified, the native leaflets were moderately calcified and the aortic root was mildly calcified. The patient had mild ventricular septal hypertrophy and mild mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. This report represents the 2nd delivery system.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the severe annular calcification appears to have caused the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This report is associated with report # 2015691-2014-02881.